Event description:
It was reported that the customer had low blood glucose levels of 38 mg/dl. The customer treated with milk and food. The customer declined to troubleshoot. The customer also inquired about a new transmitter for the new insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).